Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported the patient experienced an unspecified infection manifested by a fever. The event occurred after the (previously reported event) of leaking from the transfer set. The nurse confirmed it was not peritonitis. The patient was treated with unspecified antibiotics for the event. On an unreported date, the pd catheter was removed, and the patient was transferred to hemodialysis. It was reported the patient was ¿doing better¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from an unspecified location. The leak was observed while the transfer set was connected to the patient, not during pd therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.